Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with condition code te1-594 were obtained from a patient sample processed using a vitros 5600 integrated system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potentially erroneous results to be obtained for a patient sample. Due to a hardware reliability issue (i.e. X-drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504 and te1-594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Hence, believable, erroneous results are reported by the vitros 5600 analyzer. Because it could not be confirmed whether the results obtained were erroneous or not, a malfunction cannot be ruled out. A field engineer was scheduled to go to the site to investigate and optimize the vitros 5600 system. It is expected that service actions will return the vitros 5600 system to the expected performance. The FDA (B)(4) office was notified of this issue on 17 august 2018. Refer to report number (B)(4).

Event description:
A retrospective review of e-connectivity data in support of an ortho internal investigation identified an event which occurred on (B)(6) 2018 involving potential erroneous results obtained when using a vitros 5600 integrated system. The review of e-connectivity data identified that assay test results from a patient sample were associated with the condition code te1-594 and the assay test results were not suppressed. It cannot be determined via e-connectivity if the patient sample was repeated on the vitros 5600 integrated system. Patient sample record ID (B)(6): reference range, chol 105.69 mg/dl <200 mg/dl, trig 100.279 mg/dl <150 mg/dl, dhdl 30.9205 mg/dl low <40 mg/dl, high >60 mg/dl. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potential erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. It is unknown if the assay results were reported outside of the laboratory. However, there have not been any allegations of patient harm due to the event. This report corresponds to ortho clinical diagnostics complaint number (B)(4).